Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the returned device identified deformation, a crease fold, wear/abrasion, and calcification in the surface of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange and capsular contracture (grade unknown).

Event description:
Healthcare professional reports left side replacement of biocell implant. Additional report of "capcon" (baker grade unspecified). Device has been explanted.